Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a liver resection bleeding was noted during the case while working on areas off of the vena cava that had been previously sealed. The customer reported that re-grasp alarms were heard throughout the case. The amount of blood loss was not provided by the site contact. The pt was brought back into surgery due to bleeding found after the first procedure. The surgeon used the same instrument to complete the procedure. The pt is reported as having fully recovered.